Event description:
Type of procedure or technique used:spinopelvin fixation levels implanted:l3-ilium it was reported that on an unknown date, that x ray was provided demonstrating a unilateral construct spanning l3-ilium. It was reported that a set screw appeared in the soft tissue. Possible causes include failure to torque tightening the cap versus a failure of the instrumentation. The product came in contact with the patient. Patient complications were reported unknown.

Manufacturer narrative:
(B)(4)

Event description:
Event occurred post op.screw backed out. The patient underwent a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was not returned. Hence, no evaluation could be performed.